Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was not deployed and bloody, upon receiving. The hub, shaft, tip, core wire, and implant were microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions), tip damage (collapsed tricuts/flared tricuts/abrasion), and anchor damage. The implant was deployed during analysis and found to be consistent with the reported information. The implant anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the tip of the delivery system was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but the release criteria were not met, so it was fully recaptured. It was noticed that the anchors of the closure device got stuck in the tip of the delivery system and the feet of the closure device were out of the delivery system. The tip of the delivery system was a little kinked. The delivery system was fully contained in the access system upon removal from the patient. Both devices were completely removed from the patient and there were no patient complications. The procedure was completed with another closure device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the delivery system was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but the release criteria were not met, so it was fully recaptured. It was noticed that the anchors of the closure device got stuck in the tip of the delivery system and the feet of the closure device were out of the delivery system. The tip of the delivery system was a little kinked. The delivery system was fully contained in the access system upon removal from the patient. Both devices were completely removed from the patient and there were no patient complications. The procedure was completed with another closure device.